Event description:
In an "ide" clinical study, a pericardial tamponade occurred during ablation of an epicardial posteroseptal accessory pathway patient on 09/21/98. The patient underwent an emergency thoracotomy to repair the right ventricular perforation. He suffered anoxic encephalopathy and remained in a coma throughout the hospital stay. As of 12/01/98, the patient continued to remain ventilator dependent, in a vegetative state with no significant neurological improvement. The family requested a do not resuscitate status for him. In early march, the family requested all life support to be withdrawn. Patient subsequently expired.